Event description:
When using infiltration cannula, the surgeon noticed tip of cannula did not look right. The cannula was examined and removed from the field. Upon inspection cannula appears to be complete, but bent, twisted, and ready to break.